Event description:
It was reported that the patient was admitted to the hospital after developing a hematoma two weeks post the left ventricular lead reposition. The patient experienced pain at the pocket site. The lead was successfully revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.